Manufacturer narrative:
(B) (4). (B) (4). Results: the actual returned needle shows a fracture in the one third area of the needle from the attachment end. During visual inspection under a light-microscope, several marks of needle holder were found in the area of the attachment end and also at the needle point which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage). Conclusion: the device information for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage form handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders".

Event description:
It was reported that a pt underwent an unk surgical procedure on (B) (6) 2010. During suturing, the needle broke. The pt underwent x-ray to find the broken needle piece. The pt is well . There were no adverse pt consequences.